Manufacturer narrative:
Concomitant medical products: 60ml syringe;tubing, therapy date unk. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nicu is having issues with the syringe pumps not giving the right doses of medication at the right rates. It was reported that the rn was having trouble getting a blood product in a syringe to infuse that they switched over to the old medfusion pump after a "delay of hours" in dosing. There was no report of patient harm. The event occurred in nicu. The blood bank had the wrong 60ml syringe which they supplied blood product to nicu and the configurable default settings in the nicu were incorrectly set for the default kvo rate.